Event description:
It was reported that during a laparoscopic lobectomy procedure, a competitive device could not be fired on the target tissue since the tissue was too thick. The target tissue was lung parenchyma. The device loading the reported green reload was used and fired on the tissue instead. Then, bleeding occurred from the cut end. It was found that no staples deployed at all on the target tissue. The amount of bleeding was unknown. Blood transfusion was not required. After that, a new green reload that had the same lot # (l4e10f) was loaded into the same device and tested on a mayo stand. As the device functioned properly, another green reload that had the same lot # (l4e10f) was loaded into the same device and used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that one sc60a device was returned with the anvil bent upwards and with four ecr60g cartridge reloads present. Cartridge (b) ecr60g, k5en46 was received fully fired and in good visual conditions. Cartridge (c) ecr60g, k5en46 was received unfired and in good visual conditions. Cartridge (d, e)ecr60g, k5en46 were received inside their sterile package and in good visual conditions. The device was tested for functionality in the articulated position with the returned cartridge reloads (c, d, e) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete; however the most distal staples were not completely formed. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.